Manufacturer narrative:
One used device was received for investigation. The device was evaluated and the reported condition was observed; the sample exhibited a fracture at the junction where the tube connects to the valve. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to this condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A gemba inspection was carried out throughout the entire manufacturing process, verifying compliance with all processes and controls, including subassemblies, finished product assembly, packaging, and product inspections. Additionally, product quality control inspections were conducted for material release, and production staff performed a full visual inspection during the packaging process to detect and discard any defects. An attempt was made to reproduce the observed condition, and the only way to generate the condition was through applying external force in the component section. Based on all available information, a definitive root cause could not be determined at this time. The appropriate personnel has been notified of this complaint for awareness purposes. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the suction catheter top snapped off when patient was having desats. There was no patient harm.